Event description:
In early 2009 patient underwent operative laparoscopy, open, with left salpingo-oophorectomy and laparoscopic fulguration, bilateral. Two days later the patient presented with abdominal pain and distended belly. That same day she underwent operative laparoscopy with drainage of intraabdominal fluid/urine, cystoscopy, placement of intraabdominal jackson-pratt drain, and placement of foley catheter. At the time of surgery, she was noted to have had a through and through injury to the bladder. Most of the leak was extraperitoneal with about 1000 ml intraperitoneal. The injury to the bladder appears to be due to the trocar placement.